Event description:
A malfunction was reported on a customer's pump, specifically displaying malfunction code 12. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, and the malfunction code did not recur afterwards. The customer was advised to continue using the pump and to call back if the issue occurred again.